Event description:
On (B)(6) 2012, the pt underwent the operation with the small xia (cortical bone trajectory method). After about three month, when the surgeon checked x-ray, the rod loosened. The surgeon is using the torque wrench, when tightening the blocker. The surgeon is monitoring for the pt now.

Manufacturer narrative:
Method: complaint history analysis and risk assessment was completed. Results: the product associated with the incident remains implanted and no product inspection was possible to evaluate the failure mode. Complaint history analysis: nine previous records for similar issue for the xia 4.5 product brand. Two of these records were affecting the same pt and it was concluded that the events were caused by the magnitude of the pt pathologies and the difficulties to find out the optimal solution. For the other cases the causes of these events were difficult to determine but not found to be manufacturing related. Risk assessment: a revision surgery is currently not planned but may be necessary to fix the construct. Conclusion: a thorough investigation could not be performed as the implicated device was not available for evaluation and the corresponding lot information was not supplied. Should the device be explanted in the future and additional information becomes available, this will be reported as supplemental.